Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the washer and found that the inside of the dryer hose was deteriorated and had a hole in it. The technician stated that the cause of the damage to the hose was due to the dryer piston having a hole in it subsequently allowing water to enter the hose. The technician replaced the hose and dryer piston, tested the unit and placed it back into service.